Event description:
It was reported that a flogard infusion pump experienced an air alarm. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection determined that the device was in good physical condition. Functional testing did not identify any failures related to the reported condition. Air sensor testing found that the air sensors were within specification. Review of the alarm log did not identify any alarms associated with the reported problem. A service history review was conducted and there were no deviations found related to this reported condition during the previous service of this device. Should aditional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.